Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the supraventricular tachycardia procedure, skiving occurred. The introducer and needle were prepared and flushed prior to use. The introducer was inserted into the right femoral vein without issue. The needle was placed through the introducer when resistance was felt. The transseptal was performed and the introducer was placed into the left atrium. The needle was removed and while attempting to advance the guidewire through the introducer, resistance was noted. The introducer was removed from the patient and flushed and a piece of white plastic came out. The procedure was aborted with no adverse consequences to the patient. The stylet was used and the needle was not reshaped. The physician believes that due to the angle that the sheath entered the femoral vein, the needle followed a course that caused it to bend and scrape the inside of the sheath.